Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced rapid battery depletion and recharging difficulties, including needing to recharge the spinal cord stimulation (scs) system every other day. The patient stated the implantable neurostimulator battery seemed to drain fast, including an approximate 10% drop even when stimulation was off, and reported an approximate 20% battery drop each time therapy was used. The patient also reported difficulty initiating a charging session because the device was ¿hard to find,¿ taking a while to locate the ins and having a hard time getting the recharging antenna in the right spot, requiring repeated repositioning until excellent charge quality was achieved. A neurosurgeon was reported to be concerned about the battery and wanted to ensure it did not need to be replaced due to increased therapy use over the past year (reported as about 8 hours per day). During troubleshooting, the patient was able to start a charging session with excellent connection and confirmed the implantable neurostimulator battery and controller battery were at 100% after recharging. The patient was directed to check the controller and recharging antenna for damage and reported no physical damage and that the recharging antenna felt secure when plugged into the controller. The patient was advised to follow up with a healthcare provider for further troubleshooting.